Manufacturer narrative:
(B)(4). Date sent: 1/28/2026. D4 batch #: a9875k. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal guide weld broken. No top jaw missing or electrode issues were noted. Upon visual inspection, of the device, it was observed that the ground and active rod wires were broken at the distal guide area. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, which is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.

Event description:
It was reported that during a pancreas procedure the jaws broke apart. The customer claimed they haven't stuffed to much tissue in the jaws or leveraged to heavy. It was replaced by another instrument. The procedure was delayed 5 minutes but was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? The electrode separated. Did the knife get damaged or break off? No. Is the jaw damaged but not broken off? The jaw was damaged but did not broke off. Is the jaw loose but not detached? Loose. Is the top jaw broken off the of the device? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. Corrected data: h6 medical device problem code. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.